Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that an error (unknown) message appeared on the generator. The device was brought out of patient to be cleaned. Tip broke off when it was cleaned. No patient consequence reported.